Event description:
It was reported that the patient presented in clinic for a right-atrial (ra) lead repositioning procedure. Previously upon interrogation it was noted that the ra lead failed to capture and had dislodged which was confirmed through fluoroscopy. As a resolution the ra lead was repositioned on (B)(6) 2025. The patient condition was stable.